Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, which resulted to a lead safety switch (lss). The lead exhibited oversensing of noisy signals due to the lss unipolar configuration. Consequently, there was pacing inhibition. The plan is to perform isometrics on the patient, a chest x-ray, and reprogramming. Technical services (ts) reviewed the reports and provided their insight on the reprogramming and suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.